Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Study: miura t. Drug-eluting versus bare-metal stent implantation with or without cilostazol in the treatment of the superficial femoral artery. The debate in sfa study. Circ cardiovasc interv. 2018 aug;11(8):e006564. Event rate @ 1 year: target lesion revascularisation= 3 patients ¿85 patients treated with des. Debate in sfa study. The median length of the treated segment was 100 mm (interquartile range, 46.7¿190.0 mm), and 42% were chronic total occlusion lesions.¿

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Study: miura t. Drug-eluting versus bare-metal stent implantation with or without cilostazol in the treatment of the superficial femoral artery. The debate in sfa study. Circ cardiovasc interv. 2018 aug;11(8):e006564. Event rate @ 1 year: target lesion revascularisation= 3 patients. ¿85 patients treated with des. Debate in sfa study. The median length of the treated segment was 100 mm (interquartile range, 46.7¿190.0 mm), and 42% were chronic total occlusion lesions.¿ FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Based on limited iformation, it is cautiously assumed that target lesion revascularisation likely required intervention.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Study: miura t. Drug-eluting versus bare-metal stent implantation with or without cilostazol in the treatment of the superficial femoral artery. The debate in sfa study. Circ cardiovasc interv. 2018 aug;11(8):e006564. Event rate @ 1 year: target lesion revascularisation= 3 patients. ¿85 patients treated with des. Debate in sfa study. The median length of the treated segment was 100 mm (interquartile range, 46.7¿190.0 mm), and 42% were chronic total occlusion lesions.¿ FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Based on limited iformation, it is cautiously assumed that target lesion revascularisation likely required intervention.

Event description:
Study: miura t. Drug-eluting versus bare-metal stent implantation with or without cilostazol in the treatment of the superficial femoral artery. The debate in sfa study. Circ cardiovasc interv. 2018 aug;11(8):e006564. Event rate @ 1 year: target lesion revascularisation= 3 patients. ¿85 patients treated with des. Debate in sfa study. The median length of the treated segment was 100 mm (interquartile range, 46.7¿190.0 mm), and 42% were chronic total occlusion lesions.¿

Manufacturer narrative:
Device evaluation: there are 05 complaint files relating to this literature review. The rpn and lot numbers for each are unknown. The 05 complaint files are as follows: (B)(4). This file (B)(4) investigates target lesion revascularisation (tlr) for the treatment of restenosis at 1 year. The zilver ptx device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilver ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that restenosis of the stented artery is listed as a known potential adverse event within the instructions for use (B)(4). There is no evidence to suggest that the customer did not follow the instructions for use. The japanese packaging insert c-ci1502m02 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the information provided it is known that the stents were implanted in patients with femoropopiteal lesions. Patient pre-existing conditions included hypertension, dyslipidemia, diabetes mellitus, smoking (current and past), hemodialysis, coronary artery disease, previous heart failure and previous stroke. It should also be noted that restenosis is a common adverse event of endovascular procedures and is listed as a known potential adverse event within the IFU. Restenosis can be caused by injury to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. Summary: the complaint is confirmed based on customer testimony. The patient outcome is unknown. The risk will be completed based on the worst case scenario whereby the patient potentially required intervention. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Study: miura t. Drug-eluting versus bare-metal stent implantation with or without cilostazol in the treatment of the superficial femoral artery. The debate in sfa study. Circ cardiovasc interv. 2018 aug;11(8):e006564. Event rate @ 1 year: target lesion revascularisation= 3 patients ¿85 patients treated with des. Debate in sfa study. The median length of the treated segment was 100 mm (interquartile range, 46.7¿190.0 mm), and 42% were chronic total occlusion lesions.¿ FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Based on limited information, it is cautiously assumed that target lesion revascularisation likely required intervention.